Manufacturer narrative:
(B)(4). Unit received with no battery cap, therefore cannot determine if battery cap is cracked or damaged. Unit received was properly tested using a test battery cap. Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer¿s insulin pump was exposed to the water and got an error message. Customer removed the battery and saw water on the inside. Customer stated o-ring was in place and free of debris. Customer stated battery cap was damaged. Customer stated the home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.